Event description:
MFR received a report of a pt leaning on a bedrail which resulted in the bedrail collapsing and the pt falling to the floor. Because of this incident, the pt allegedly sustained a head injury requiring hospitalization. Evaluation by the MFR has not yet been permitted.